Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. A single photograph of a powerpicc catheter was returned for evaluation. The damaged section of the catheter was visible in the photo. The shaft contained a circumferential break in the tubing between the 6cm and 7cm depth markings. The break traversed most of the circumference of the tubing, with just a small section of the tubing still being intact. The break edge appears slightly jagged on the distal surface of the break, but this could not be confirmed without examination of the physical sample. Tactile evaluation, microscopic observation, functional testing, and dimensional analysis could not be conducted without the physical sample. Although the complaint could be confirmed from the returned photograph, the mechanism of the damage could not be ascertained. Possible contributing factors could include material fatigue, sharp instrument damage, and tensile (pulling) damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported: "at the beginning of the infusion therapy there was a leak of fluid (physiological solution used for washing the catheter) from the insertion site. It was therefore decided to proceed with the removal of the device. The PICC was almost broken about 7 cm from the exit site. It was necessary to provide for another (peripheral) venous access to perform the therapy."

Event description:
It was reported: "at the beginning of the infusion therapy there was a leak of fluid (physiological solution used for washing the catheter) from the insertion site. It was therefore decided to proceed with the removal of the device. The PICC was almost broken about 7 cm from the exit site. It was necessary to provide for another (peripheral) venous access to perform the therapy."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3179 showed no other similar product complaint(s) from this lot number.